Event description:
Customer reported she was experiencing low blood glucose of 43 mg/dl; treated by drinking a soda. Customer also reported that the display on the insulin pump went blank. Customer stated that she was changing the reservoir and received a low battery alert; she changed the battery and the display went blank. Customer was unable to troubleshoot at the time and stated that she will call back when her blood glucose level goes up. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.